Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (will not power up) has been investigated. Upon evaluation, the u1003 component on the c/a board was defective and drawing too much current. (B)(4). The root cause of the defective component cannot be positively determined but is likely due to a random component failure. No adverse event resulted from the defective component. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would not power up with either battery. The patient was issued a replacement monitor.